Event description:
It was reported by the patient that the pod's adhesive was causing an allergic reaction to the infusion site. The patient also stated that the doctor prescribed ointment cream (betameph, 0.05% oint.) The patient also stated that the they tried to use benadryl cream and flanax to protect the skin.

Manufacturer narrative:
Correction to b(5): from "it was reported by the patient that the pod's adhesive was causing an allergic reaction to the infusion site. The patient also stated that they are being treated by their doctor for the issue but did not provide information on what type of treatment was given." To "it was reported by the patient that the pod's adhesive was causing an allergic reaction to the infusion site. The patient also stated that the doctor prescribed ointment cream (betameph, 0.05% oint.) The patient also stated that the they tried to use benadryl cream and flanax to protect the skin."

Event description:
It was reported by the patient that the pod's adhesive was causing an allergic reaction to the infusion site. The patient also stated that they are being treated by their doctor for the issue but did not provide information on what type of treatment was given.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.